Event description:
Information received indicating that a cadd solis hpca pump didn't infuse correctly. No adverse effects reported.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was unable to be confirmed. No fault was found with the returned device. The expulsor was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.